Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The patient is upset that this is their second device in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6942, implantable tachy lead, (B)(6) 1999; 5076, implantable pacing lead, (B)(6) 2004; 4193, implantable pacing lead, (B)(6) 2004. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.